Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, corrosion was found. In addition, the inspection found that the device was verified that the power source was not connected. The device was routed to scrap. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.